Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test, self test and excessive no delivery test. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose was 1100 mg/dl. The customer's current blood glucose was 102mg/dl. The customer did not experience any symptoms. The customer was treated with insulin and dehydrated. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer did not allege pump was under delivering. The insulin pump will be returned for analysis.